Event description:
Procedure type: colectomy. According to the reporter, the device only stapled part of the anastomosis; post-op peritonitis and left colostomy, hartman procedure, (colon resection at the anastomosis).